Event description:
The customer reported that test results from two patient samples processed on an engen laboratory automation system were mis-associated with incorrect sample identification number (sid). Mis-associated patient results may lead to inappropriate physician action. The mis-associated patient test results were reported from the laboratory, however, the affected samples were repeated and corrected reports were issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that test results from two patient samples processed on an engen laboratory automation system were mis-associated with the incorrect sample identification number (sid). The engen system correctly identified the issue by generating a cross check error, as designed. The operator opened the engen centrifuge module without properly stopping it and removing all samples as instructed in the user documentation. In addition, the operator started the centrifuge module and released the module lock without removing all samples first, as instructed in user documentation. The assignable cause is user error. The operator was not following the engen centrifuge module instructions for use and the operator did not respond appropriately to the cross check error message. There was no evidence that an instrument related issue contributed to the event.